Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery and touchscreen is unresponsive. Tandem customer technical support (cts) troubleshooting was performed and advised customer to follow up with cts if the pump does not turn back on. Customer called back stating that after an hour of the pump being plugged into power source, the pump screen came back on; however, pump was unable to be unlocked when pressing 1-2-3. The customer's blood glucose (bg) level was 88 - 128 mg/dl. Reportedly, manual injections would be used for insulin therapy.